Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient under fixation of pubic symphysis following a fall from a horse on an unknown date. Anatomic reduction and internal fixation was achieved using a 3.5mm plate and screws. Five months post operatively it was found that one screw started to back out and one had broken. A revision surgery was performed using a 4.5 non-synthes plate. There was no report of a surgical delay. This report is for an unknown screw. This report is for 2 of 2 complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.